Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two devices. The visual inspection of the first device noted that the dissector balloon had a hole. The trocar balloon, lock collar, obturators and ports all appeared intact. The inflation syringe and insufflation bulb were received. The visual inspection of the second device noted that the dissector balloon seal had a cut. The trocar balloon, lock collar, obturators all appeared intact. The insufflation bulb was received. The inflation syringe and ports were not received. Pmv performed functional testing of the first device, the trocar balloon was inflated no leaks detected. The dissector balloon could not be inflated due to the hole in the balloon. Pmv performed functional testing of the second device, the trocar balloon was inflated no leaks detected. The dissector balloons hole was covered and the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the hole in the balloon and the cut circular seal may occur when mishandled during clinical application. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair procedure. During the first step, the balloon would not deploy (blow up). The balloon did not inflate. In order to resolve the issue and complete the case, used another device which performed as expected. There was no patient harm. The patient outcome is alive, no injury.